Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021 with multiple non-sustained right ventricular oversensing (nsrvo) episodes on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that they were caused by far p wave over-sensing on the ventricular channel. No programming changes were made to the device. There were no adverse consequences to the patient.